Event description:
Kion worked in volume controlled ventilation. The patient was disconnected for about 10 seconds. After reconnection no more gas was delivered from kion. All measures that doctor took, went wrong: o2 flush, switching to manual and pressure control ventilation. The bag in bottle did not fill, the patient could not be ventilated further.